Event description:
It was reported that the patient presented in the emergency room with chest pains and pneumonia. Loss of capture and low sensing were observed with a decrease in impedance. CT scan showed perforation of the myocardium. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.